Event description:
It was reported that the patient presented to the emergency room with bradycardia. The right ventricular (rv) lead exhibited non-capture and high pacing impedance. Additionally, right ventricular (rv) lead fracture was noted. Programming changes were made to address the issue prior to lead revision. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.